Event description:
The hcp reported that the patient returned to the clinic because they felt over-sedated and lethargic. The patient was receiving morphine 10mg/day and at the last refill baclofen was added. The hcp believed the patient was sedated due to the baclofen but noticed the morphine dose displayed 12.5mg/day. The hcp did not increase the morphine dose at the last refill and the session report for the last refill date does not state there was a dose increase. The hcp planned to continue to monitor the pump and read the logs at the patient's next visit. It was also indicated that the pump was delivering astramorph. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Physician programmer model# 8840, serial# unk. Catheter model# 8709, serial# (B)(4). Implanted: (B)(6) 2005, explanted:unk. (B)(4).

Manufacturer narrative:
(B)(4).